Manufacturer narrative:
Evaluated one open and used reservoir. Using a new lab transfer guard. Reconnected plunger was dislodge performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger. Cannot performed manual test to reservoir due to the plunger was dislodge. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir no leakage and no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had two reservoirs which had air bubbles issue. Customer's blood glucose level was unknown. Customer also stated that the plunger was hard to remove. Customer stated they were unable to press transfer guard onto vial. Customer reported that he was tried to get the air bubbles out he took out the transfer guard so it would get out the air bubbles and he could not get rid of air bubbles. Customer stated they were unable to remove the plunger rod. Customer did not wanted to troubleshooting for the air bubbles just wanted us to know what was going on and send in. Reservoir will be returned fro analysis.